Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. This report could not be confirmed in the lab, therefore, the root cause of the complaint cannot be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. .

Event description:
The connection between the transfer set and the y set was separated unexpectedly during drainage. There was no patient injury or medical intervention. No further information is available.